Manufacturer narrative:
The following fields have been updated due to additional information: d.4. Medical device lot #: 9350594. D.4. Medical device expiration date: 2/28/2025. H.4. Device manufacture date: 12/16/2019. H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9350594. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the consumer's blood sugar levels were high at "525 mg/dl" with use of the bd precisionglide¿ needle, which was found bent during use. The following information was provided by the initial reporter: "caller reported fill resistance issue." "Customer's bg at time of event - 525 mg/dl" "customer reported that bg went high and she changed is to try and correct and noticed the cannula bent".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the consumer's blood sugar levels were high at "525 mg/dl" with use of the bd precisionglide¿ needle, which was found bent during use. The following information was provided by the initial reporter: "caller reported fill resistance issue." "Customer's bg at time of event - 525 mg/dl." "Customer reported that bg went high and she changed is to try and correct and noticed the cannula bent."